Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found. Issue identified: (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (51 mg/dl). The customer consumed 15 grams of carbohydrates to address their bg level. Reportedly, the customer would continue to use the current pump for insulin delivery until the replacement pump was received.